Manufacturer narrative:
The device was returned to zoll medical corporation; evidence of the customer report was observed during review of the device's history log. There is evidence in the log to suggest that the defib task was not running in a timely manner before the reported event occurred. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The event battery was not returned for evaluation as part of this investigation. The device's system board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device restarted/rebooted on its own. Complainant indicated that the clinician re-inserted the batteries and powered the device on which remedied the problem. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.